Event description:
Blood glucose measured 500 mg/dl at 7 am so took 35 units of normal insulin as well as took 25 units the night before. It was stated at 1 or 2 pm customer ahd a reaction so drank orange juice however 1/2 hr later glucose was 450 mg/dl so took 6 units of insulin as a result and ate a bagel at 4 pm. Reporter indicated customer passed out at 7 pm however glucose was 350 mg/dl at the time so emergency med technician (emts) were called where within a few mins their meter read either 33 or 40 mg/dl. Reporter stated customer was treated with a glucose IV and taken to the hosp where then was released at 10 pm. A request was made for the return of the suspect device and replacement product was sent.